Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while connected to a patient, the device displayed a no o2 dosing alarm, after which the patient desaturated. Complainant indicated that the clinician obtained another device to continue treating the patient. However, the complainant did not indicate adverse effect to the patient as a result of the reported malfunction.